Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, an increase in capture threshold was observed on the lead. No patient symptoms were reported. No intervention was reported and no additional information was available.